Event description:
It was reported that fragments of the cannula broke in the patient. The pieces were removed using a graspher and shaver suction.

Manufacturer narrative:
The device will not be returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device.